Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed, and the customer stated that the insulin pump was not programmed or recording all of the bolus deliveries correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.